Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and installed a blender on the unit. Found that lure fitting on the dump valve balloon was askew. The fitting was corrected and was able to get the map (mean airway pressure) up to 46 cm/h20 with the regulator at max and with the humidifier installed (during normal 2k pm procedure). The air and 02 (oxygen) input filters were changed. 2k pm was performed as per service manual. Patient circuit calibration and vent performance check were performed. All alarms were checked. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported issue with the mean airway pressure, he can get it to 39 but the regulator is maxed out on the 3100 a ventilator. The customer reported no patient involvement associated with the reported event.